Event description:
I've used fixodent and poligrip. When is use these products, I noticed an abscess in my gums and jaw, that stays swollen and won't go away. I've taken antibiotics for it and I'm still bothered with it. Also I have 2 small cysts in my gums and my jaw-line area. I have to rinse my mouth and brush it constantly. The smell is strong and foul. The abscess makes my mouth smell foul and it will drain some, but never goes away. Every time I eat something, it leaves a bitter taste to my food. Sometimes I throw-up when I eat certain foods, since all of this has come about. Also I suffer with bad headaches constantly. Dr is treating me for joint problems in my knees, and back. My knees swells and gives out on me. My upper and lower back hurts on a daily basis. Dose or amount: partial denture cream, frequency: once day, route: orally. Dates of use: 1998 to 2009. Diagnosis or reason for use: denture cream for partials. Event abated after use: no.